Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that this device was replaced during a lead revision procedure for noise. It was reported that the patient had experienced near syncopal episodes. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted a dent in the pacemaker case. The device header was examined under a high power microscope, the seal plugs and adhesive appeared normal and seal appears to be intact. The device did not pass the laboratory sensing test. During the sensing test with manipulation, the device electrograms (egm) indicated noise. The device case was opened and the battery voltage was measured at (2.78 volts) and current (10.1ua) which was normal. An inspection of the hybrid and components were performed, cracks were noted in the solder junction of two internal pins. The device performed normally during all other manual testing. Analysis concluded the root cause of the reported observation was a separation of an internal component from the circuit board due to an inadequate connection between the two. Manufacturing enhancements have been implemented.

Event description:
Boston scientific crm received information that right ventricular (rv) noise was observed and pacing inhibition was noted for greater than two seconds in this pacemaker dependant patient. No patient symptoms were reported and the lead will continue to be monitored.